Event description:
The patient reported seeing a power on reset message on their patient programmer when checking their device. No recent medical test or electromagnetic interference environmental exposure was noted. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.